Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and called the device clinic to report. Upon investigating stored electrograms, the right ventricular lead exhibited noise. The patient then presented in clinic, and during interrogation, the right ventricular noise was reproduced in clinic with isometrics. Right ventricular lead impedance, pacing threshold, and high voltage impedance were stable. No intervention was performed and the lead remained implanted. The patient was stable.

Event description:
New information received noted the patient presented for procedure. During the procedure, lead fluoroscopy testing found the right ventricular lead had extruded cables. It was also noted the lead had low impedance and was oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable pre, during, and after the procedure.